Manufacturer narrative:
The t:slim user guide states: avoid submersing your pump in fluid beyond a depth of 3 feet or for more than 30 minutes (ipx7 rating). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred after the pump became wet. Customer's blood glucose level was 201 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.